Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx drug eluting stent was implanted in the lad. The following day, the patient suffered myocardial infarction. No action was taken. Patient recovered. Investigator assessed event is not related to study device or antiplatelet.

Manufacturer narrative:
The cec adjudicated term for the event is "non q wave mi (target vessel) 3rd udmi peri pci". If information is provided in the future, a supplemental report will be issued.